Event description:
It was reported that an animal underwent a castration on a cryptorchid for the neutering procedure on (B)(6) 2023 and suture was used. Three days post-op during the examination, upon re-operation it was seen that the suture had broken in 2 different places but the doctor's knots were still there and intact. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: there was no quality deficiency/non-conformance noted with the suture prior or during use. During the post-op examination is when the herniated area was noted. The sutures were internal so it warranted a re-operation. Upon re-operation it was seen that the suture had broken in 2 different places but the doctor's knots were still there and intact.